Manufacturer narrative:
Concomitant medical products: 407645 lead; implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and high impedance which increased gradually since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was observed to have blood ingression. The analyst noted the full lead was returned with tissue covering the distal end of the lead and on the helix. If information is provided in the future, a supplemental report will be issued.